Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-13783 and 3005099803-2013-13745 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution clip devices were used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, two resolution clips were deployed; however, the clip could not be released from the catheter. The procedure was completed with four resolution clips. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.